Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.

Manufacturer narrative:
Visual inspection of the persona tibial articular surface provisional ps left 6-9 cd top revealed the tasp fractured to the medial side of the post, all pieces were returned. The lot was manufactured on june 25, 2014 and therefore, had been in the field for approximately 1 year 9 months. It is unknown how many times the part had been used during that time. This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be the previously addressed design issue.